Event description:
Prior port (left side) was not functioning anymore. Pt requested it to be removed and reinserted, md advised it should be reinserted in the right side this time. During the removal process, when pulling the hub back the catheter did not move and it was noted the catheter was fractured underneath the subclavian vein. The residual portion was successfully removed from the right femoral vein.